Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler charged device is broken, resolution is inadequate, light guide bundle of the video cable section is broken, and light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to coupler charged device is broken, light guide bundle of the video cable section is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had image fault - misty/foggy and not focusing and grainy image during procedure. The issue was found during an unspecified procedure, and the intendent procedure was finished with a similar device. There were no reports of patient harm.